Event description:
The manufacturer became aware of an allegation that an elegance nebulizer would not power on. There was no report of patient harm or injury. The manufacturer received the device for evaluation and could confirm the customer's allegation that the device would not turn on. In addition, it was determined there were burn marks inside the top casing, thermal damage to the motor plastic casing, and exposed wires due to thermal damage. This report will be submitted as an initial final. The manufacturer concludes no further action is needed at this time.